Event description:
It was reported that the ilet charger exhibited a blinking green light and failed to charge the ilet device, with the indicator subsequently not illuminating and charging remaining unsuccessful despite attempts on multiple outlets and reconnection of the usb adapter; replacement charging supplies were issued. Investigation of this case revealed a charger malfunction that prevented normal charging. No clinical symptoms reported during the event. Outcomes included no medical intervention and no hospitalization. It was concluded that the issue was related to the charging accessory and was addressed by providing replacement supplies.